Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 13-mar-2017 indicating it was learned from the physician that the pump apparently malfunctioned and stopped delivering drug to the patient prior to the alarm date that had been obtained during interrogation of the patient's pump. Their pump was now being managed at the pain clinic at the hospital since her hospitalization, and this physician was no longer managing the patient's pump. No further information was provided and no further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a drug partner regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported that, on an unknown date, the patient started treatment with lioresal per continuous infusion. On an unknown date, after starting the product, the patient experienced withdrawal from intrathecal baclofen after their pump malfunctioned. The patient was hospitalized and her pump was refilled during the hospitalization. No additional information was provided. Medical history was not reported. No further complications were anticipated.